Manufacturer narrative:
A ge representative evaluated the system and determined that the system configuration had been sent improperly, the fluoro timer beeper had been turned off. Timer beeper was turned on, system operates as intended.

Event description:
It was reported that the fluoro timer is not working and the fluoro output may be incorrect. No patient injury was reported.